Event description:
It was reported that, "pt complains of increasing pain over the past one and one-half years. Bone scan confirms tibial loosening. Revision of tibial component and polyethylene exchange."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.